Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was an auxiliary power error or failure and cannot be turned on. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
E1: reporting institution name - the sixth medical center of the chinese people's liberation army general hospital.

Manufacturer narrative:
Information was received that no repair was or will be performed by philips. The customer has inquired a third party service to handle the device repair through their dealer. No other information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.